Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics at the patient's last office visist and again this week resulted in high impedance (dc dc code - 7). The physician reported that a fair quality x-ray at the last visit did not identify a clear lead disconnection or fracture. Surgery is likely, but has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
Additional information was received stating that the vns patient underwent surgery to explant her generator and lead on (B)(6) 2014. The generator was reported to be at end of service. It is unknown whether the patient was re-implanted during the procedure. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2011. A battery life calculation using the available programming history showed approximately 1.91 years until eri = yes. Further follow-up revealed that the lead pin was loose during explant surgery. The generator was returned to the manufacturer for analysis. During the analysis, there was no indication from the device that an end of service condition existed. The device performed according to functional specifications. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. The explanted lead was not returned to the manufacturer. Attempts for additional relevant information were made but have been unsuccessful to date.

Manufacturer narrative:
New information changes the suspect device. This information was inadvertently left off of MFR. Report #01.

Event description:
Clinic notes dated (B)(6) 2013 note that device diagnostics were within normal limits (dc dc code - 4). Clinic notes dated (B)(6) 2013 note that the patient fell the day prior to the visit after she tripped. It was noted that the fall was not associated with a seizure and that the patient fell rather hard onto her left side. The notes indicate that device diagnostics were performed and showed high impedance (dc dc code - 7). The operative note dated (B)(6) 2014 notes that high impedance was observed prior to surgery. It was noted that the set screw on the generator was found to be loose and the lead pin pulled out very easily. A new generator was attached to the existing lead and device diagnostics were within normal limits (2700 ohms). The surgeon disconnected the new generator and attached the old generator to the existing lead. Device diagnostics were within normal limits (dc dc code - 2) indicating a generator/lead connection problem. The old generator was disconnected and the new generator was reconnected. The lead was left in place. The physician reported that the patient suffered a fall on (B)(6) 2013, but that it was unknown if this is believed to have caused or contributed to the high impedance. The device was not programmed off after observing the high impedance.